Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that an error was generated at power-up and therefore the hard drive was replaced and imaged and the software reloaded. (B)(4).

Event description:
It was reported that the programmer displayed an error message upon power up. The programmer had been sitting in an electrophysiology lab and cycling power did not clear the error. The programmer has been returned for service. There was no patient involvement.

Event description:
It was reported that the programmer displayed an error message upon power up. The programmer had been sitting in an electrophysiology lab and cycling power did not clear the error. The programmer has been returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.